Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that when the patient communicates with their antenna, the programmer does not connect to their ins. The caller states that his patient programmer does connect without his antenna. The programmer antenna was damaged. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had a broken connector pin. The caller stated that this started when they called in before on (B)(6). The caller stated they asked for the wrong part. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37092, serial# unknown, product type: accessory. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient initially received the wrong replacement piece and needed the power cable for the recharger. That was replaced and the issue was resolved. There were no further complications reported.